Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a packing strip. The customer reported the packing strip was used for packing a wound and broke off while it was being removed from the pt's wound.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.